Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nibp values are outside parameters. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) performed an onsite diagnostic assessment of the unit and reported the nibp pump was damaged. The fse provided the customer with a quotation for the required technical assistance to replace the nibp pump. However, the customer did not respond despite multiple follow up attempts. As a result, philips closed the case due to lack of customer engagement. Based on the information available in the case, the cause of the reported problem was confirmed to be the nbp pump. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
A philips field service engineer (fse) performed an onsite diagnostic assessment of the unit and reported the nibp pump was damaged. The fse provided the customer with a quotaton for the required technical assistance to replace the nibp pump. However, the customer did not respond despite multiple follow-up attempts. As a result, philips closed the case due to lack of customer engagement. The customer eventually agreed to the quote for repair. The fse arrived onsite and replaced the faulty nibp pump to resolve the issue. Based on the information available in the case, the cause of the reporte problem was confirmed to be the nbp pump. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.